Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the very tight and tortuous aortic bifurcation and/or inadvertent mishandling resulted in the noted multiple kinks noted on the stent sheath and the noted kinked jacket; thus preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the compromised device in attempts to deploy the stent resulted in the noted smashed proximal spoon pins and ultimately resulted in the separated sheath further contributing to the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The aortic bifurcation was very tight and tortuous. The 6x150 mm absolute pro self expanding stent system (sess) was advanced to the lesion and deployment was attempted. The thumbwheel became blocked and the stent completely failed to deploy and was not exposed or flowered. Another absolute pro sess was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the sheath was separated from the distal end of the shuttle. No additional information was provided.